Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having issues with quick sets. It was reported that the customer had been having high blood glucose of 400 mg/dl and diabetic ketoacidosis. It was reported that the caller declined to troubleshoot at this time.